Manufacturer narrative:
Investigation summary: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of {heartmate ii/heartmate 3 left ventricular assist system}. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event

Manufacturer narrative:
Approximate age of device - 16 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. Event details: patient still in hospital following hm3 implant on (B)(6) 2019. Patient presented with hemoptysis (coughing up blood, airway bleeding) on (B)(6) 2019. Patient was intubated to protect airway. At the time, patient was on anticoagulation of low dose heparin to bridge to coumadin, with ptt of 50 and an inr of 1. All anticoagulation stopped on (B)(6) 2019 due to bleeding. Cath, CT, ent scope of upper gi, and bronchoscopy performed, and cause of bleed could not be identified. Clinician suspects continuous flow of lvad led to acquired von willebrand disease due to which may have led to bleeding event. Bleeding confirmed visually due to hemoptysis, but bleeding source could not be identified. Symptom of hemoptysis only. Patient treated by stopping all anticoagulation (stopped heparin and coumadin), given blood products including ffp and prbcs same day, and patient was no longer experiencing bleeding as of (B)(6) 2019. Actions performed: bleeding confirmed visually due to hemoptysis, but bleeding source could not be identified. Symptom of hemoptysis only. Patient treated by intubating to protect airway, stopping all anticoagulation (stopped heparin and coumadin), given blood products including ffp and prbcs same day, and patient was no longer experiencing bleeding as of (B)(6) 2019. Patient extubated (B)(6) 2019. As of (B)(6) 2019 patient off all anticoagulation still and is not currently bleeding. Plan is to continue to monitor and re-initiate anticoagulation when clinically appropriate. No further or additional information was provided.